Manufacturer narrative:
A complete lead was returned for analysis in two pieces. External insulation abrasion was noted at 37.3cm to 37.7cm from the distal tip consistent with friction to the device can. Insulation degradation was noted at 4.5cm from the connector pin. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the right ventricular lead exhibited noise. Noise was reproducible. The patient was asymptomatic to the noise. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced successfully. The patient was stable post procedure.